Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Sample 1 initial hdl result was 4.75 and the repeat result was 34.4. Sample 2 initial albumin result was 0.418 and the repeat result was 4.73. No units of measure were provided. It was requested but not known if the questionable result were reported outside of the laboratory. The reagent lot numbers were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was consistent with a dirty or contaminated sample probe. After preventive maintenance actions, the issue appeared to be resolved.

Manufacturer narrative:
The alarm trace shows a high number of "abnormal sample aspiration" and "sample clot detection" alarms. These are indicators of poor sample quality. Maintenance actions were performed and it was found that the sample water supply pressure is out of specification. The investigation determined the issue was consistent with incorrect sample volume aspiration because of a dirty or contaminated sample probe.